Event description:
Patient allegedly received an implant on (B)(6) 2012 via the right femoral vein due to deep vein thrombosis (dvt). Patient is alleging tilt, organ and vena cava perforation. Patient alleges to "have to cut down on a few things, but go to a health center every other day." Patient allegedly had the implant retrieved on (B)(6) 2019 due to a filter strut had perforated the aorta. (B)(6) 2012, per CT report, "an inferior vena cava filter is present. The common iliac veins appear normal. There is a left external iliac vein stent." (B)(6) 2019, per CT report, "ivc filter, the tip of the filter is below the lowest renal vein by approximately 5 mm. The filter is tilted toward the right by approximately 13 degrees as measured..." "Anterior right strut perforation by 5 mm..." "Anterior strut perforation by 3 mm..." "Anterior left strut perforation by 3 mm..." "Right posterolateral strut perforation by 2 mm..." "Posterior strut perforation by 6 mm..." "Left posterolateral strut perforation, and projecting over the right aspect of the aorta..." (B)(6) 2019, per CT report, "a single small focus of low attenuation is seen within the right side of the abdominal aorta near the ivc which was probably the area where the leg had penetrated the aorta." "There is a single tiny focus of low density along the right lateral aspect of the infrarenal abdominal aorta. This is presumably where the leg of the ivc filter had penetrated the abdominal aorta and this is of doubtful clinical significance." (B)(6) 2019, per retrieval report, "the cloverleaf snare was used to engage the tip of the inferior vena cava filter. Once engaged the 10 french outer sheath was used to close the filter legs." "The leg was removed successfully from the aorta." Physician "then performed the aortogram post ivc filter removal. A repeat abdominal aortogram was performed. There was no evidence for perforation or contrast within the wall, or contrast outside of the wall." Physician "then performed a venogram of the inferior vena cava: there is no evidence for perforation. There is no evidence for fracture of the filter. The filter was removed from the body by removing the entire 10 french sheath."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: a2, a4, b1, b5, b6, b7, d1, d4, d6b, g4, h4, h6 (patient and device codes) investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: organ/vena cava perforation, tilt. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ/vena cava perforation, tilt. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. 20 devices in lot. No relevant notes on wo for neither device (igtcfs-65-1-uni-celect) lot: e2899841, nor filter (igtf-30-celect) lot: e2893628 and e2893634. One other complaint (pr322482 with similar issue) on lots. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a cook celect inferior vena cava (ivc) filter on (B)(6)2012, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.